Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd emerald¿ syringe they break. The following information was provided by the initial reporter, translated from catalan to english: we are having problems with syringe barrels because they break especially with the anti-reflux valves as you can see in the pictures. Ruptures like this are a serious problem with vias as they can induce catheter-associated bacteraemia.

Manufacturer narrative:
H.6. Investigation summary: a device history record review was completed for provided material number 307731 and lot number 2202192. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two picture samples were returned. Through evaluation of the pictures, the tip of the syringe was observed broken. An exact cause could not be determined for this incident. The material used to manufacture the emerald syringes has been selected and tested to resist normal conditions of use. The assembly machines have an in-line detection system that inspects all product and automatically rejects any damages identified. Based on these preventive measures, we believe it is possible that the reported incident resulted from a blockage during the barrel feeding process. After that, the damaged tip of the syringe went undetected during assembly and resulted in breakage. H3 other text : see h.10.

Event description:
It was reported that while using the bd emerald¿ syringe they break. The following information was provided by the initial reporter, translated from catalan to english: we are having problems with syringe barrels because they break especially with the anti-reflux valves as you can see in the pictures. Ruptures like this are a serious problem with vias as they can induce catheter-associated bacteraemia.